Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a photo was received for this investigation from the customer. Through visual inspection of the photos received it was observed that the failed set was missing the twisting lock that connects the two pieces. The complaint of connection issues was verified. A device history record review for model 2423-007, lot number 20066829 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a photo was received from the customer. The complaint of connection issues was verified through visual inspection. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced component separation and loose set connection. The following information was provided by the initial reporter: I was informed today that several areas have had issues with this new item. The locking piece in between the two yellow stopcocks when tightened, is turning the syringe hubs in opposite direction, when realigned, this causes the lock to become loose & in some instances, the connection comes apart. I have the lot # (10)20066829.